Manufacturer narrative:
All inr results provided by customer are performed more than three hours between two readings. Since time of test exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the patient. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Data analysis will not be performed and no further investigation will be pursued. Trend analysis is not required due to no strip lot information provided. This issue will be subject to tracking and trending.

Event description:
Caller alleged discrepant results using the inratio meter: results as follows: date: (B)(6) 2011, inratio: 1.8, date: (B)(6) 2011, inratio: 3.0. Caller tested on (B)(6) 2011, but didn't' have enough blood on the first test. He then used the same finger stick site to test again and received 1.8.